Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing procedure, the maryland bipolar forceps instrument was found to have a scratch on the conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the silver grip cable was reported broken with no damage to the black conductor wire or functional issues, and the minor fraying was noticed only after cleaning.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have an insulation damage on the conductor wire at the distal end. There was no material missing and the conductor wires were exposed. The instrument passed an electrical continuity test. Annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.